Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked display window corners, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 174 mg/dl. The customer stated she had spilled a cup of water on her insulin pump prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.